Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not provided. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to obtain the following information. To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent: please clarify: was device stuck on tissue when it would not open? If yes, was there any damage to the tissue? What was done to repair any damage to the tissue? How was the device removed from the tissue/vessel it was on? Were there any patient consequences? If yes, please describe. Thank you. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a transplant, the jaws of the clip applier would not open/release from the tissue. Surgery was delayed an unknown amount of time due to the reported event. It is unknown how the case was completed. Patient consequence was not reported.